Manufacturer narrative:
The customer reported that the collimator for detector one fell to the floor during a collimator exchange. The operator was not present during the exchange process. The operator initiated the emergency stop to halt all system motion in a controlled fashion upon re-entering the room and contacted philips for service. There was no harm to a patient or operator. The philips field service engineer (fse) confirmed the issue with visual inspection. The fse evaluated the system and determined the top exchanger gimbal on the gate and collimator latching dogs required realignment. The collimator had become misshapen in the fall and required replacement. A philips nuclear medicine national support specialist reviewed the system logs and was unable to determine the cause. It appeared the detector height was not low enough on the gimbal; therefore, the probable cause was a misalignment of the collimator and the gimbal. The skylight product family has a fully automatic collimator exchange design, where the user is not required to be close to the detectors or collimator storage device during collimator exchange. Thus, while a collimator may fall during the exchange, the likelihood of an injury is remote as there is no reason for a user to be near the collimators during the exchange. The system is operational and in clinical use. This has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Additional information received has substantiated the severity of an injury associated with (B)(4) which was reported conservatively. Therefore, the subsequent complaints associated with a malfunction of the collimator to exchange properly resulting in the collimator falling have been reassessed. This record is a subsequent complaint that reports the same malfunction and as such it has been determined to be a reportable event.